Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. There is no specified allegation associated with this product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : there is no specified allegation against this product/lot combination. A complaint database search and/or device manufacturing (mre) review will not be performed even when lot information is known.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon wanted to replace metal liner with dual mobility to increase range of motion. No other information available. Doi: unknown. Dor: (B)(6) 2021, (unknown side).